Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation battery replacement, the patient had previously reported a stinging sensation at the implant pocket site. During pocket opening, the extension was observed to be ¿raffled,¿ with loose insulation and an insulation breach where the extension was out of the insulation. No testing or imaging was reported, as the issue was identified by surgical inspection. No contributing environmental, external, or patient factors were determined. The extension was removed and replaced with a new one during the procedure. The patient was reported alive with no injury.